Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump has alarmed motor error. The current blood glucose reading is 600 mg/dl. Customer has treated with injection. The insulin pump has alarmed motor error multiple times. Caller stated that the customer was hospitalized due to diabetic ketoacidosis due to motor error alarms. Nothing further reported.